Event description:
It was reported that an asymptomatic patient presented in clinic and the egm revealed noise. The noise was reproducible through isometrics and pocket manipulation. The physician believed the pulse generator was the cause of the noise in both channels. The device remained implanted and intervention would be considered.